Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine device upgrade. Upon connecting the atrial lead to the new device, the lead exhibited a drop in impedance. The physician then connected the atrial lead pin to the pacing system analyzer and a loss of sensing in bipolar configuration was noted. The physician elected to cap and replace the lead on (B)(6) 2018. The patient was stable throughout the procedure and would continue to be monitored.